Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set tubing detachment from connector. The issue was observed prior to insertion during insertion preparation. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.